Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Mfg date: in the initial report, the device manufacture date provided (10/16/2008) was incorrect. The correct date of manufacture is 10/15/2008 and has been corrected in sec this follow up submission. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the system. Fss ordered replacement footpedal through customer service as well as replaced rear panel controller (rpc) printed circuit board (pcb) and instrument host pcb. Fss verified unit pairs with footpedal and no error is shown. Fss completed the system checkout, verified all modes of operation and all calibrations. The system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system, that unit had hard time connecting to footpedal and after connecting it gave 2012 error. It was reported that the patient was on the table, but there was no patient injury reported and no patient treatments delayed or cancelled.